Manufacturer narrative:
Per additional information received, bd has determined that this MDR was initially reported in error as this event is not reportable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's temperature overshot the target temperature of 33c to 31.7c while on the arctic sun device. The water temperature was 41.9c and the flow rate was 2.7l/min. A foley probe was in use. Mss recommended confirming the patient's temperature with a secondary source. The patient was paralyzed but not sedated. The nurse believed the temperature drop was patient-related. Mss recommended covering the patient's hands, head, and feet and to remove the covers when the patient was closer to the target temperature. The water temperature was warm and the flow rate was optimal as the device was responding appropriately.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient's temperature overshot the target temperature of 33c to 31.7c while on the arctic sun device. The water temperature was 41.9c and the flow rate was 2.7l/min. A foley probe was in use. Mss recommended confirming the patient's temperature with a secondary source. The patient was paralyzed but not sedated. The nurse believed the temperature drop was patient-related. Mss recommended covering the patient's hands, head, and feet and to remove the covers when the patient was closer to the target temperature. The water temperature was warm and the flow rate was optimal as the device was responding appropriately.